Event description:
Reference number (B)(4). Event occurred in colombia. It was reported that patient faced infusion set cannula crimped event on (B)(6) 2025. The insertion site was lower back. The infusion set was in use for six hours. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: colombia.